Event description:
It was reported that the customer passed away while wearing the insulin pump. The caller stated that his wife had leukemia, and the diabetes also plays a factor. The caller did not feel comfortable to talk about the event and no further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.